Event description:
It was later reported that the patient had exit block.

Event description:
It was reported that the left ventricular lead had an elevated threshold at implant and was noted as elevated two additional times. It was also reported that the lead remains in use despite diaphragmatic stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)